Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The reported complaint could not be reproduced or confirmed. Visual inspection of the non-return valve (nrv) revealed it was clogged. The device failed to complete its internal self-test. The pneumatic block was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device unexpectedly stopped ventilation for 10 to 15 seconds and then restarted ventilation. The device was not in patient use when the reported event occurred.